Manufacturer narrative:
As reported, the 6mm 15cm saberx radianz percutaneous transluminal angioplasty (pta) balloon was used. However, it ruptured at 8atm during its initial inflation. Therefore, it was replaced with a new balloon catheter (6mm15cm, non-cordis). The procedure was completed with a drug coated balloon (dcb). There was no reported injury to the patient. The lesion was the superficial femoral artery which had stenosis. A contralateral approach was made with a 6fr non-cordis sheath and a .014 cross wire. Additional information was requested; however, the information could not be obtained. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82261114 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon burst at/below rbp" could not be confirmed. Prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. Do not exceed the rated burst pressure recommended on the label. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 6mm 15cm saberx radianz percutaneous transluminal angioplasty (pta) balloon was used. However, it ruptured at 8atm during its initial inflation. Therefore, it was replaced with a new balloon catheter (6mm15cm, non-cordis). The procedure was completed with dcb. There was no reported injury to the patient. The lesion was the superficial femoral artery which had stenosis. A contralateral approach was made with a 6fr non-cordis sheath and a .014 cross wire. Additional information was requested; however, the information could not be obtained. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm 15cm saberx radianz percutaneous transluminal angioplasty (pta) balloon was used. However, it ruptured at 8atm during its initial inflation. Therefore, it was replaced with a new balloon catheter (6mm15cm, non-cordis). The procedure was completed with dcb. There was no reported injury to the patient. The lesion was the superficial femoral artery which had stenosis. A contralateral approach was made with a 6fr non-cordis sheath and a .014 cross wire. Additional information was requested; however, the information could not be obtained. The device will not be returned for evaluation.